Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and associated weight loss (approximately 50 pounds) leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation and paraesophageal hernia repair occurred without issue (B)(6) 2016. Medications prescribed to alleviate symptoms. Esophagram performed on (B)(6) 2016. Hospitalization on (B)(6) 2016 for 10 days with tpn, steroids and dilation under fluoro. Additional esophagram performed on (B)(6) 2016. Egd and dilation performed on (B)(6) 2016. Patient reported dizziness and light headed with swallowing and patient requested device removal. Patient hydrated with 1 liter of IV fluids on (B)(6) 2016. Device explant due to severe dysphagia and associated weight loss (approximately 50 pounds) occurred without issue on (B)(6) 2016. A fundoplication was performed at the time of explant.